Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent an atrial fibrillation ablation procedure that included a carto vizigo¿ 8.5f bi-directional guiding sheath - large. The patient experienced a pericardial effusion that required pericardiocentesis. It was reported during an atrial fibrillation case, no ablation catheter was yet opened, a pericardial effusion was noticed. The pericardial effusion was discovered and confirmed by ultrasound. The biosense webster inc. (Bwi) representative reported that the medical intervention provided was a pericardiocentesis and 600cc of fluid was removed. The patient was reported to be in stable condition. The bwi representative commented that no ablation catheter was yet opened and the vizigo¿ sheath was the product in use at the time the event happened. The physician commented regarding the possibility of the sheath being the one causing the effusion at the time transseptal was done.

Manufacturer narrative:
It was a reported that a patient underwent an atrial fibrillation ablation procedure that included a carto vizigo¿ 8.5f bi-directional guiding sheath - large. The patient experienced a pericardial effusion that required pericardiocentesis. It was reported during an atrial fibrillation case, no ablation catheter was yet opened, a pericardial effusion was noticed. The pericardial effusion was discovered and confirmed by ultrasound. The biosense webster inc. (Bwi) representative reported that the medical intervention provided was a pericardiocentesis and 600cc of fluid was removed. The patient was reported to be in stable condition. The bwi representative commented that no ablation catheter was yet opened and the vizigo¿ sheath was the product in use at the time the event happened. The physician commented regarding the possibility of the sheath being the one causing the effusion at the time transseptal was done. The device evaluation was completed on 21-aug-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A device history review was performed for the finished device 00002236 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).